Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)). The tubing disconnects from the stopcock without any intervention, resulting septicaemia.